Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent trauma procedure on (B)(6) 2018 and suture was used. During the procedure, the suture has snapped. There were no adverse patient consequences reported.